Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported a return of symptoms, stating she has been going to the bathroom 4 times at night and every 2 hours during the day. The patient did not feel the stimulation on program 1 at 2.0 volts. Stimulation was increased to 2.6 volts. Event date is approximate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.